Event description:
This report is based on information provided a third-party service technician and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during a call on (B)(6) 2025 at 10:50 am the tempus pro monitor froze on a patient with a heart rhythm disorder. The tempus pro did not respond to being switched on nor off. The customer reported that only pressing and holding the power button, successfully turn off the device. The third-party service technician arrived onsite to obtain log files and event files for a thorough analysis as there were no issues found during the onsite inspection. There were no reports of patient harm at this time.